Event description:
It was reported that the devices were used during a nissen fundoplication. It was reported that the sutures disengaged. Another device was used to complete the case. There was no consequence to the patient.